Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom " ' sys error 105' alarms at start up." Review of the event history log confirmed the reported symptom. The eval found that the motor was seizing, which is a known contributor to "system error 105" alarms. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "sys error 105" at start up. It was also reported that there was no pt incident.